Manufacturer narrative:
Email received by (B)(6), sales representative, medline industries, inc., who provided additional information in regards to this reported incident. It was reported, the balloon broke on a foley catheter. Reporter states, a foley catheter was placed on (B)(6) 2021 due to the patient being comatose. It was reported "3 plus days" after foley placement "foley slid out after insertion." A new foley catheter was placed. Reporter states, the full 10mls of water in the water syringe from medline dynd110516 kit was used to inflate the balloon. No issues were experienced inflating the balloon. Nothing unique about the patient or the case was reported that could have motivated the reported incident. Reporter states, the patient is doing "fine." A sample has not been returned. Without a sample or pictures, a root cause will likely be difficult or impossible to determine. Due to the reported incident, medical intervention and in an abundance of caution, this med watch is being filed. If any further relevant information is identified or obtained, a supplemental med watch will be submitted.

Event description:
It was reported, the balloon broke on a foley catheter.